Event description:
Follow-up information was received on 25-jul-2019: the physician informed that the patient received hyperbaric oxygen, dressing and antibiotics as a corrective treatment. She did heal, but the skin was still red and irregular. Due to the provided information, the outcome of the event was considered as resolving, i.e. Outcome was changed from not resolved to resolving.

Event description:
Follow-up information was received on 10-sep-2019:the physician did not think that the hyperbaric oxygen improved the healing. The skin healed approximately 5 weeks after the treatment by using silicone sheeting for scarring. As reported, the physician was awaiting scar resolution. The outcome of the event remained unchanged.

Manufacturer narrative:
Based on the information provided, this case was assessed as reportable to the FDA as the event of injection site necrosis was deemed to meet serious injury criteria of resulted in permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse(+) dermal filler lot number 100110372 was reviewed. No nonconformances were noted that would have contributed to this event. A lot search was conducted on the reported lot and no other reports had been received on this lot number.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a (B)(6) female patient. She was injected with a total with 1.5 ml of radiesse(+)®, into nasolabial folds and marionette lines, on (B)(6) 2019. The patient was injected with 0.75 ml per side (0.375 ml into nasolabial fold and 0.375 ml into marionette lines per side). The batch number was reported as 100110372. A lot search was conducted on the reported lot and no cases were noted. On the same date, the patient was concomitantly treated with botox®, into the glabellar region and crow's feet. The patient was previously treated with radiesse® without any issues. Further patient's medical history was reported as none. On (B)(6) 2019, in the evening, after the treatment with radiesse(+)®, the patient started to experience a facial discomfort. On (B)(6) 2019, patient's facial discomfort did increase with pain, swelling and a bruising sensation. The patient also developed a rash from the side of her face up to the glabellar region and she experienced chills but had no fever. The clinic recommended the patient to take advil and alleve. On (B)(6) 2019, the patient contacted the clinic and reported that she was more uncomfortable. Consequently she was seen by the injecting physician and was given intravenous (IV) ancef. She was not admitted for an overnight stay in the hospital. The physician diagnosed a cellulitis infection on the right side of the face and the patient was sent home with the antibiotics over the weekend. On (B)(6) 2019, the physician saw the patient for a follow-up and noted that her condition did not improve. On the right medial cheek, blisters started to appear. The physician debrided the area and prescribed fucidin cream. The physician was going to continue to monitor the patient. On (B)(6) 2019, the physician consulted another plastic surgeon and believed there was a vascular occlusion that caused a necrosis of the tissue in the area of the nasolabial fold, on the right side of the face. The patient was not hospitalized. Systemic antibiotic was prescribed for treatment. The outcome of the events 'vascular occlusion' not resolved. In the opinion of the reporter, the events were of severe intensity, not life-threatening, related to radiesse(+)® and not related to the incorporated local anaesthetic in the product or the botox® injection.

Event description:
Follow-up information was received on 24-jun-2019: the outcome sentence in the previous narrative was corrected from "vascular occlusion not resolved" to "injection site necrosis was reported as not resolved", and the additional narrative section was amended accordingly. The batch number was confirmed as 100110372 (expiry date: 06/2020). The device history record for radiesse(+) dermal filler, batch 100110372, was reviewed. No non-conformances were discovered that would have contributed to this event.

Event description:
Follow up information was received on 18-aug-2020: the physician reported the patient has healed with a very small amount of scarring on the skin and underneath. The patient had slight indentation that the physician was leaving alone at that time. There was no active medical prescription at the time of the report. Due to provided information, the outcome of the event was considered as recovered with sequelae in 2020, and changed from resolving.

Event description:
Follow-up information was received on (B)(6) 2019: the physician informed that he was not going to know for one year. The outcome of the event therefore remained unchanged.